Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the time the patient was seen for x-ray.

Event description:
It was reported that the patient was not getting an adequate stimulation due to lead migration which was confirmed via x-ray. The patient underwent a lead explant procedure. The explanted paddle lead was not returned due to hospital policy.